Event description:
The patient reported she is no longer receiving stimulation due to her scs ipg not turning on after she experienced a car accident. The patient also reported she experienced swelling around her scs ipg pocket site as well as in her lower back after the accident. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.